Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to the following linked patient identifier: (B)(4).

Event description:
It was reported that during an unknown procedure ¿incorrect tray config was quoted and purchased". The patient was put to sleep then the procedure couldn't take place due to the lack of kit¿. Reportedly, there was a miscommunication internally which led to a quote missing items for the full tray specifications. The kit was not checked on arrival and procedure started. The procedure was delayed and later was postponed and completed after a week with no patient injury. The procedural delay is unknown. There were no reports of health hazards to the patient. Follow-up received 2 trays were ordered and delivered both lacking sheaths, but the lacking sheath kit affected only one patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) investigation. The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it was determined that there was a surgical complication (without a postoperative complication) that was not directly related to the use of an olympus product. At the beginning of the planned procedure, the user did not obtain the correct instrument, and the tray went into the operating room unchecked which led to the postponement of the procedure. Olympus will continue to monitor field performance for this device.